Event description:
Received vague report from customer regarding leaking at the bifurcation junction. Only anecdotal info has been provided regarding multiple events on the labor and delivery unit. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.